Manufacturer narrative:
This medwatch is in response to FDA report number mw5081566. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. [Mw5081566].

Event description:
Health professional reported, via sus voluntary event report (mw5081566), right side "developed a seroma and now has breast implant associated anaplastic large cell lymphoma". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is seroma and lymphoma.

Event description:
Health professional reported, via sus voluntary event report (mw5081566), right side "developed a seroma and now has breast implant associated anaplastic large cell lymphoma". Device was explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Health professional reported, via sus voluntary event report (mw5081566), right side "developed a seroma and now has breast implant associated anaplastic large cell lymphoma". Device was explanted. Healthcare professional additionally reported capsular contracture, baker grade I.